Manufacturer narrative:
Other medical products in use during the event include: product ID unknown balloon (lot: unknown); product type: dilatation balloon; implant date n/a; explant date n/a updated: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that on the same day following implant of this transcatheter bioprosthetic valve, the patient had post-operative hypotension and hemodynamic instability. Rupture of the patient's native annulus was suspected. The valve was explanted, and the patient was transferred for surgical treatment. No additional adverse patient effects were reported. Additional information was received that the injury was an annular tear caused by the pre-implant balloon dilatation. Per the physician, the valve and delivery catheter system (dcs) did not contribute to the injury.

Manufacturer narrative:
Continuation of d10: product ID envpro-16-us (lot: 0011993309); product type: 0195-heart valves product ID l-envpro-16-us (lot: 0011912668); product type: 0195-heart valves medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that on the same day following implant of this transcatheter bioprosthetic valve, the patient had post-operative hypotension and hemodynamic instability. Rupture of the patient's native annulus was suspected. The valve was explanted, and the patient was transferred for surgical treatment. No additional adverse patient effects were reported.